Event description:
Angioseal closure device misfired. If not used correctly or if defective, during a percutaneous endovascular procedure - groin procedure causing hematoma and bleeding. Pressure appeared / fem stop used and no procedure was needed to close puncture site.